Manufacturer narrative:
The product was returned and received by our post market quality assurance laboratory. Analysis will be performed and this event would be updated upon completion.

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion (pbd). The device was surgically explanted. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide device evaluation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.